Event description:
The surgeon inserted a (B)(4) 11.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.

Manufacturer narrative:
(B)(4).